Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's mother that the insulin pump had moisture damage and unresponsive keypad. Customer's blood glucose was unknown. The customer made an attempt to bolus. Carbs kept counting up and could not prime. The customer was advised the pump will be replaced. Advised to discontinue use of the pump and revert to back up plan. The customer has been giving manual injections and not wearing the pump. The customer has been off the pump since lunchtime.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. No moisture damage electronic assembly. The numbers does not ramp up on it's or scroll bar moving with no input.